Manufacturer narrative:
Correction serious injury. The capture issue was found prior to procedure and lead revision was performed.

Event description:
Correctional information indicate the lead was revised two days post implant due to capture issue.

Event description:
It was reported that during implant procedure, the right ventricular lead exhibited intermittent high capture thresholds. The lead was attempted to be repositioned but was not used and replaced successfully. The patient was in stable condition post operation and would be followed normally.

Manufacturer narrative:
Analysis was normal. No anomalies were found.